Event description:
It was reported since implant the pt has felt nauseated in the morning if she leaves her stimulation on a high amplitude all night. The symptom was not present with stimulation during the day. In addition, the pt has woken up with a cramping and had diarrhea at night. The pt was going to turn her stimulation off at night to see if the symptoms subside. F/u determined the pt was scheduled to meet with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.